Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) contacted the customer and provided guidance on performing a hard shutdown by powering off the station, leaving it powered down for five minutes, and then restarting the system. The fse confirmed with customer that windows updates completed successfully, the medication application loaded to the normal screen, and the customer was able to sign in and use the station without any issues. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was offline and need password to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.